Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during treatment. It was reported that the pressure sensor stopped working and the error messages of arterial pressure, internal pressure and venous pressure sensor defective were displayed after 24 hours of treatment. The hls cable was replaced, but was not solving the failure. Further the customer reported that it was more difficult that usual to push the hls cable in the port on the hls set. There were no bent pins on the connector side of the hls set. Therefore the hls set was exchanged during treatment. The set was than tested on another cardiohelp device and the same errors occurred. No harm to any person has been reported. Complaint ID# (B)(4).

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that the pressure sensor stopped working and the error messages of arterial pressure, internal pressure and venous pressure sensor defective were displayed after 24 hours of treatment. The hls cable was replaced, but was not solving the failure. Further the customer reported that it was more difficult that usual to push the hls cable in the port on the hls set. There were no bent pins on the connector side of the hls set. Therefore the hls set was exchanged during treatment. The set was than tested on another cardiohelp device and the same errors occurred. The affected product was technically investigated in the getinge laboratory on 2023-12-12. During visual inspection, no damages or issues were found on the device. The failure of the pressure sensor part was confirmed. On the other hand, pven and pint were functional. No issues were found in the connection of the sensor cable to the hls connector, the pins of connector or the flexible sensor conductor from the hls set. However, the most probable root cause of the failure could be caused by a partial sensor failure due to ingress of fluid/moisture into the sensor area occurring over time during use. The claim regarding the connector is most likely due to improper connection, either by misalignment of the hls connection cable or by using the wrong connection cable. As stated in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, in the chapter 6.1 preparation and installation, "carry out the calibration for each pressure parameter of the integrated sensors. To do this, the system must be free of liquids. For this reason, carry out the calibration before priming the set". The production records of the affected hls set were reviewed on 2023-12-05. According to the final test results, the modul with lot# 3000321015 and UDI# (B)(4) passed the tests as per specifications. Production related influences are unlikely. Based on the results the reported failure "pressure sensor failure " could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.